Event description:
In the operating room, staff opened raytec sterile x-ray detectable sponge package for a case. Found "foreign matter" between raytec sponges. Taken off field and issue reported. Therapy start date: (B)(6) 2018. Therapy end date: (B)(6) 2018.